Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual inspection confirms that one of the prongs of the anchor is broken. The received anchor was already deployed. Moreover, there were tissue debris and stains on the anchor and returned suture, indicating that the anchor has been used. The distal tip of the inserter was examined under magnification, and no anomalies were found that could have contributed in the reported failure. A batch record review has been conducted and our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind from this lot of devices released for distribution. Although a definite root cause cannot be determined, it is a possibility that the anchor was inserted off-axis which would have caused the anchor¿s prong to break. Other than this possibility, a root cause cannot be determined. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an elbow procedure the wings of the customer's gii quick anchor plus with orthocord broke off. The sales representative was not present in the case and could not provide any more information. He was confirmed that the device did not break in the patient. The surgeon completed the procedure with another like device with no patient consequences or delays.